Event description:
A reported incident involving a set de extensión de dos vías con 2 microclave¿ clear, luer giratorio, stated that during a coronary angiography tomography procedure, insufficient contrast flow was observed. Inspection of the infusion system revealed that the bifurcated extension had become disconnected due to detachment of the internal rubber component from one of the microclave¿ connectors, resulting in contrast media leakage. Although the patient was involved, no patient harm occurred, and the radiologist was able to successfully interpret the imaging study.

Manufacturer narrative:
Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.